Event description:
During a coronary stent procedure, the stent dislodged and traveled to the peripheral vasculature. It is unk if attempts at retrieval were made. The undeployed stent remains in the pt. Pt status is listed as "okay".